Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 496 mg/dl. Troubleshooting was performed and display did not receive not even after battery change. Customer was advised that insulin pump would need to be replaced.